Manufacturer narrative:
No lot number was provided for the device; therefore no manufacturing review or quality control review have been performed. Additional information was requested from the submitter. A follow-up report will be provided if any additional information becomes available. Device not returned to manufacturer.

Event description:
It was reported that there was an opinion of an infection after the surgery, and the infection was confirmed by a re-operation to remove the product.